Event description:
Pt's mom spontaneously called in to report one of the pumps lost its programming. She had not placed a battery in there right away. They did not use that pump, pharmacy will send replacement and they will return this pump, sn (B)(4). No other info. Did the reported product fault occur while in use with a patient? No - they had not used it yet. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device is available to be returned for investigation? Yes. Did we (MFR) replace device? Yes. Reported to (B)(6) by pt/caregiver. Dose or amount: 122 nkm, frequency: continuous, route: sq. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.